Manufacturer narrative:
Corrected data: f10, h6. Reference CAPA-20-00141.

Manufacturer narrative:
This is 7 of 7 complaints for this article case. Reference mfg. Report no. 2015691-2019-04809, 2015691-2019-04811, 2015691-2019-04816, 2015691-2019-04818, 2015691-2019-04820, and 2015691-2019-04823.

Manufacturer narrative:
Per the instructions for use (IFU), conduction system defects (heart block) which may require a permanent pacemaker are potential adverse events associated with balloon aortic valvuloplasty, deployment of the prosthetic valve, and the overall tavr procedure. According to the valve academic research consortium (varc) guidelines, the close anatomical relationship between the aortic valve complex and the branching atrioventricular bundle may provide an explanation for these complications of the tavr procedure. According to literature review, and as written by edwards lifesciences and documented in an edwards technical summary, atrioventricular conduction disturbances after tavr are associated with many patient related and procedural related factors, including pre-operative co-morbid status, the degree and bulkiness of aortic valve and annular calcification, inter-ventricular septal thickness, pre-existing electrocardiogram abnormalities, the depth of prosthesis implantation, and the profile of the implanted prosthesis. Unlike conventional avr, where there may be localized trauma due to decalcification of the annulus and/or suture placement in the proximity of the av node or the bundles, tavr may cause conduction abnormalities through mechanical impingement of the conduction system by the prosthesis. The mechanisms of the development of heart block after tavr are well documented and described in the literature. It is also documented that pre-existing heart block is common in patients undergoing tavr or surgical avr and another 4-6 % will develop postoperative heart block, potentially requiring a permanent pacemaker. In this case, the article did not provide the exact event details for the av block post procedure. However, the event is likely related to the mechanism described above. There was no allegation or indication a device malfunction contributed to this adverse event. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required at this time. This is 7 of 7 complaints for this article case. Reference mfg. Report nos.: 2015691-2019-04809, 2015691-2019-04811, 2015691-2019-04816, 2015691-2019-04818, 2015691-2019-04820, and 2015691-2019-04823. Yun-hsuan tzeng, et al. (2019). Performance and short-term outcomes of three different transcatheter aortic valve replacement devices in patients with aortic stenosis: a single-center experience. Journal of the chinese medical association, 827-834.

Event description:
As reported through our taiwan affiliate, a single-center study published in a journal article, "performance and short-term outcomes of three different transcatheter aortic valve replacement devices in patients with aortic stenosis: a single center experience¿. The study was from march 2013 when the tavr program was first introduced at a hospital in taiwan to august 2017. 231 consecutive patients underwent tavr at the institution. A hundred and one (101) patients received a sapien xt valve. The following events occurred in the sapien xt group during the study period; 2 patients had major or equal moderate pvl at implant, 3 patients needed a second valve at implant, 2 coronary obstructions at implant, 1 annular rupture at implant, 8 cardiac mortality (3 patients within 30 days, 5 patients between 31 and 180 days), 5 major vascular access complication within 30 days and 3 permanent pacemaker were required due to complete av block within 30 days. This complaint represents the 3 patients who experienced av block requiring a permanent pacemaker within 30 days post procedure of a sapien xt valve.